Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. Device failed leak test. Device leaked at a cracked at the battery tube threads. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged. Device received with peeling and damage serial number label.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 237 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive . No significant events leading to keypad anomaly were observed. Customer reported that the insulin pump buttons remained unresponsive even after battery change. Customer also reported damage to the side of the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.